Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on distal row 1 was slightly damaged and the stent strut on proximal row 7 was lifted and bent back distally. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a kink 643mm distal from the distal end of the strain relief. This type of damages is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05apr2017. It was reported that crossing difficulties were encountered. Femoral access was obtained via the femoral artery. The 12x3.25mm, 90% stenosed , eccentric, de novo with significant lesion bend of >45 and <90 was located in the moderately tortuous and moderately calcified proximal right coronary artery (prca). A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However after negotiating for 10 to 15 minutes, the device still failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was doing well and stable. However, returned device analysis revealed stent damaged.